Event description:
The physician reported that the patient was in an accident and is now in need of a vns revision surgery. Further follow up confirmed that the patient underwent repositioning/pocket revision surgery due to generator migration. It was confirmed that both the original generator and the original lead remained implanted. Additionally, it was confirmed that system diagnostics were performed during the patient's surgery, and that all results were within normal limits. It was noted that the surgeon observed no damage to the lead or generator during surgery. The repositioning surgery was successfully completed. No other relevant information has been received to date.